Event description:
The facility returned the pump for service. During service, depleted battery was found. Information was not provided regarding whether or not the device was in patient use when the event occurred. No pt injury or medical intervention.